Event description:
It was reported that during the laparoscopic sterilization procedure, the seal of the trocar was passed down the sleeve and into the pt. The pt had to be taken from day case theatres into main theatres to remove the seal.